Event description:
Event description boston scientific received information that the patient with this device experience an unspecified adverse effect as a result of the device not delivering therapy when required. The device, which had been implanted over ten years, was exlpanted and replaced.